Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on 09/19/2016 with the following findings: during a visual inspection of the pump, no damage was observed to the pump casing or battery cap. The battery cap secured properly to the pump to maintain an electrical connection. During testing, the pump powered on; however, further testing of the power issue could not be completed due to a blank display screen, the findings for which can be found in MFR report # 2531779-2016-26259. The pump case was removed, and no intermittent conditions were found on the printed circuit board.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump lost power. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. There was no indication that the product caused or contributed to an adverse event, and the reported issue was not resolved with troubleshooting. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.